Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an air source fault occurrence. Air source fault indicates the internal air source (blower) was not functioning properly. A high urgency alarm activates, and patient ventilation continues using the 100% o2 gas source if available. Supplemental o2 can cause hypercarbia and be cardiotoxic to specific patient populations. No patient involvement / harm was reported.